Manufacturer narrative:
This ipg serial number was included in a field advisory. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient's ipg was inoperable. Subsequently, the patient underwent surgical intervention where the device was explanted. No further information is known at this time. Please note: the patient's lead information is unknown.

Manufacturer narrative:
The patient's ipg was explanted in (B)(6) 2016; not (B)(6) 2016 as previously reported.

Event description:
Follow-up information revealed the patient ipg was explanted in (B)(6) 2016. The exact date is unknown.